Event description:
Patient underwent 2 prior cochlear implant procedures in the right ear at another institution. There is evidence for partial failure of the current device with loss of 11 electrodes and decreasing speech perception abilities. In light of this concern, the family presents for patient to undergo explantation of the partially failed right cochlear implant and insertion of a nucleus freedom device.